Manufacturer narrative:
Short circuit was confirmed. If the batteries are installed in the reverse polarity, within two to three minutes, depending on the type of batteries used, the temperature of the battery and associated components such as the battery contacts, can reach temperatures in excess of 140 degrees f. Burns to fingers and hands are possible for the patient and/or health care provider.

Event description:
Reported shape d unit after fitting batteries that there was a smell of burning noted and the unit case became melted. Unit being returned for investigation. Device experiences a short circuit condition when the batteries are installed in reverse polarity.